Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation for the events of "error 315" and "due to clogging of nozzle, air supply volume does not meet the standard value", a probable cause was not identified. Based on the results of the investigation for the event of "air/water tube has foreign objects (white foreign objects)", it is likely the following led to the malfunction: cause not established. The event can be prevented by following the instructions for use which state: ¿for inspection of the objective lens cleaning function and inspection of the auxiliary water feeding function: nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross - contamination and/or infection.¿ should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, that the subject device air/water tube has foreign objects (white foreign objects). There was no patient involvement.